Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope and went to a non-scheduled follow-up check. It was found that the implantable cardioverter defibrillator (ICD) classified a ventricular tachycardia (vt) episode as supra ventricular tachycardia (svt), which caused therapy to be delayed. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. If information is provided in the future, a supplemental report will be issued.